Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the stuck on the countback screen as no drawers opened. A technical support specialist (tss) remotely accessed the system and observed that the application was stuck on the countback screen. The application was closed and relaunched. After relaunch, the tss logged in and tested all drawers on the cabinet with the caller. All drawers opened and closed as intended. No further support was required. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user was stuck on countback screen and no drawers opened when prompted and they were unable to proceed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.